Event description:
It was reported that the patient alert tripped for high impedance. The svc portion of the lead was programmed off. However, there was still a reading of high impedance noted on the right ventricle coil (hvb). There was also question about the device connection. The device was subsequently removed and replaced. The lead remains in use. Additional information received indicated that the device setscrew/pin was removed without using the screwdriver during the procedure to replace the lead. The physician chose to replace the device due to a concern about the set screw. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): no anomalies found.